Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient's left knee was revised. As reported by rep: "patient developed scarring that affected range of motion per surgeon. Thinner insert was implanted to give better range of motion." Spoke to rep, who provided primary and revision usage sheets and an x-ray. No further information will be released by the hospital or surgeon.